Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition. As a resolution programming changes were made. The patient was discharged.